Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions batch record review results: a batch record review indicated no discrepancies. Pm logs had been checked and all pm's had been completed with no discrepancies. Affected amount: 1pc aquacel ag+ extra 15x15cm was manufactured under sap code 1708334 and manufacturing lot number 1c00558. Lot# 1c00558 was sterilized under lot 2163-1140a and released on review of results of sterilisation provide by sterilisation company steris. All of the result was within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instruction for machine doyen 4. Visual inspection was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 1c00558. This is the only complaint for the affected lot registered within the database. Two photographs had been received and had been evaluated. The photographs confirm the expected product, batch and complaint issue. No sample was returned therefore it could not been confirmed what the yellow stains was but appears to excess silver within the product. This issue had been monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Manufacturer narrative:
Common device name : dressing, wound, drug. Reporter affiliation - (B)(6) hospital. Complainant street address: (B)(6). Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a doctor that there were yellow stains found on the dressing. The product was not used on patient. Photographs depicting the issue were received from the complainant.